Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected field: h4: device manufacture date. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over five (5) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the ceramic tip on the end is broken and very sharp. Was caused by the impact of a major mechanical force, e.g. A blow or a fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the inner sheath ceramic tip on the end was broken and very sharp. The issue was found during preparation for use, and the therapeutic procedure (trans urethral resection of bladder tumour) was completed with a similar device with a 2-minute delay in the procedure and with minimal anesthesia or sedation. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.